Event description:
(B)(4). I had the essure procedure done in june of 2012. I live in (B)(6), and a well referred ob performed the procedure. I started feeling horrible, for a lack of better words, about a year later. My symptoms include, weight loss (20 lbs), vaginal bleeding, anal bleeding, joint and muscle pains, lower pelvic pain, lower back pain, headaches, depression, poor coloring, loss of hair, and probably the worst part of all is that I am tired all the time. I have always been a "spastic" person, with lots of energy, and these coils inside my body have me bed ridden! I don't have insurance anymore, and I can't afford the (B)(6) office visit just to see the doctor. I have been to the ER twice for the pains in my lower pelvic area, and for the bleeding as well. Nothing! Blood work comes back normal, and they send me home. I have felt alone for so long until reading the thousands of other women's complaints about essure as well. This product is a nightmare for us women! Now I understand that I'm supposed to pay out of pocket for the removal of this device? Unacceptable!